Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2010. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, inflammation, elevated metal ions and lack of mobility. Review of invoice history confirms the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-05775 /-05787).

Manufacturer narrative:
The acetabular cup remains implanted and was not revised as previously reported.